Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. The device was returned with the original device package including the tyvek pouch and the needle card. There was no anomalies found the needle card nor on the tyvek pouch that could contribute to the reported failure. Upon observation of the expressew iii needle, the needle was placed in the needle card incorrectly, indicating the needle was used/placed out of needle card prior to the report of the needle being damaged. The needle flag was out of position, indicating device mishandling resulting in a difficult insertion in the needle tray. Upon further observation the distal tip of the needle was broken. The broken fragment was not returned. Based on the visual provided the reported failure of the "expressew iii needle tip was broken inside the packaging" could not be confirmed. Visual evidence confirms that the device was removed from the packaging. A possible root cause could be that the needle jammed in the needle tray of the customers expressew gun. However, we can't determine when the needle tip broke. Other than this possibility, a specific root cause could not be determined. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle tip was broken inside the packaging. The sales rep stated that the issue was detected prior to use on the patient and does not know how the needle broke. The case was completed with another needle with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. The device is being returned for evaluation.